Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ 50ml concentric luer lock syringe leaked. This was discovered during use. The following information was provided by the initial reporter: I am writing from the hospital, we have had an incident of a leaking 50ml syringe while using a bd syringe driver.

Manufacturer narrative:
Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 1909216, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1909216 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that bd plastipak¿ 50ml concentric luer lock syringe leaked. This was discovered during use. The following information was provided by the initial reporter: I am writing from the hospital, we have had an incident of a leaking 50ml syringe while using a bd syringe driver.